Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where channel b will not take tubing was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective pump head module on channel b. The channel b pump head module was replaced in order to correct this condition. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility reported a colleague infusion pump with "channel b will not take tubing". It is unknown when this event occurred, but occurred in the "ICU". This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.